Event description:
After 4 months of implantation, this ICD was explanted due to an infection.

Manufacturer narrative:
(B)(4) 2012,a response from the manufacturer is pending. (B)(4): device was not returned.